Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacteria. There is no patient involvement. Laboratory report was not provided.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that positive microbiological results were found pre-disinfection procedure and the device is cleaned regularly as per instructions for use. In addition: - disposable gloves were used solely for 3t device during cleaning; - patient reusable blankets are not used by the hospital; - water quality monitoring is applied and the h2o2 is checked daily; - h2o2 is added when the water in the tanks is changed (each 7 days); - prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits disinfected; - 3t aerosol collection set is replaced after allowed use period (7 days); - 3t field blue tubing set used with the heater-cooler is replaced each year; - the device is placed outside of the operation theater during use, at an estimate distance between the surgery field and the device of 4 meters. Furthermore, it was learned that the heater cooler devices in us at the hospital rotate alternately throughout the week and are in water. There is a decontamination of 1/3 each week by rotation. The h2o2 level is checked before each use, so given the rotation at most 1 day out of 2. This is not in accordance with device instruction for use and these deviations (disinfection every three weeks instead of every 14 days and h2o2 not checked daily if the device is stored full of water) may have led/contributed to the reported contamination.

Event description:
See initial report.